Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 283 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer reported that pump was not rewound with reservoir in place and insulin was not room temperature when used. After troubleshooting, customer was advised to return infusion set and reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Performed pre-fill reservoir testing and the reservoirs passed per inspection. No air bubbles were found during analysis. Checked o-ring for defects and none were found. Also inspected the snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.